Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. Device testing revealed results within normal limits. External equipment was exchanged; however, the issue did not resolve.

Manufacturer narrative:
Additional information: section d.6b & h.6. Correction: section b.1, b.2, & h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient was given new programming adjustments to increase performance. The recipient will be followed per center protocol. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.